Manufacturer narrative:
Findings: motor error alarm during rewind due to corroded motor home switch. Minor scratches to lcd window, scratched reservoir tube window, cracked reservoir tube lip, cracked battery tube threads, stained address/serial number label and stained end cap sticker.

Event description:
It was reported that the customer had a motor error alarm. No further details given.